Manufacturer narrative:
H.3., h.6.: the lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by the consumer family member states that consumer experienced a second corneal ulcer after wearing the contact lenses, it was also reported that consumer experienced another corneal ulcer during past. Additionally, consumer family members states that this incident is not due to overwear or care with the lenses as consumer is an optometrist. The consumer sought unspecified medical attention. The current status of the consumer¿s eye was unknown at the time of this report. Additional information has been requested but not yet received.